Manufacturer narrative:
Additional information: "evaluation method code" added (B)(4). "Evaluation conclusion code" added (B)(4). Product status: the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion the arterial pressure signal disappeared and an alarm "iab optical sensor failure" was generated. The arterial pressure was taken from the peripheral artery to continue therapy. A competitor's sheath was used for insertion. The indication for use was cardiogenic shock. Severe sclerosis and calcification, and moderate tortuosity were noted in the patient vessel. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion the arterial pressure signal disappeared and an alarm "iab optical sensor failure" was generated. The arterial pressure was taken from the peripheral artery to continue therapy. A competitor's sheath was used for insertion. The indication for use was cardiogenic shock. Severe sclerosis and calcification, and moderate tortuosity were noted in the patient vessel. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior of the inner lumen. The extender tubing was also returned. The optical fiber was found to be broken approximately 7.1cm from the iab tip. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported alarm, iab optical sensor failure & difficult/unable to pressure monitor problems. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion the arterial pressure signal disappeared and an alarm "iab optical sensor failure" was generated. The arterial pressure was taken from the peripheral artery to continue therapy. A competitor's sheath was used for insertion. The indication for use was cardiogenic shock. Severe sclerosis and calcification, and moderate tortuosity were noted in the patient vessel. There was no reported injury to the patient.